Event description:
It was reported that the lead exhibited noise. Pauses were noted on the EKG while the patient was undergoing a carotid ultrasound. Egm displayed noise and inhibited pacing when the patient moved her left arm. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.